Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During an aneurysm coil embolization procedure after successful placement of three coils there was difficulty advancing two 3x6 trufill dcs orbit mini complex fill coil ((B)(4) lot 15069106 followed by lot 15204573) through a prowler 14 microcatheter. The first coil 3x6 coil was removed intact, still attached to the delivery system, from the microcatheter. The second coil was noted to be detached in the microcatheter when it was withdrawn. The microcatheter and coil were removed as a unit. Analysis of the coil that was removed intact found the coil was stretched. There was no patient injury. A new microcatheter was used with a new coil and the procedure was successfully completed. The procedure was embolization of a 6x5 posterior communicating artery (pcom) aneurysm. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was kinked. The introducer was found zipped and residues of dry blood could be observed on it. The support coil and gripper were found inside of the introducer. The gripper was found elongated at the proximal section; the coil was absent; just the head piece was still attached to the gripper. The gripper was inspected under microscope and the elongated condition was confirmed. The soldered section between headpiece and the coil loops was not fractured indicating that the solder had good adhesion to the headpiece. The functional analysis could not be performed due to the conditions of the received unit. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance friction could not be evaluated with functional testing due to the returned condition of the device; however, the dimensional analysis found the device od meets specifications. With analysis it was found that the coil did not prematurely detach, i.e. Did not detach from the gripper. The coil separated from the head-piece. Based on the elongation of the gripper and the analysis of the coil headpiece, it appears that these damages were due to extra force applied to the device. With review of the analysis of the concomitant microcatheter a compressed section of the microcatheter that appears to be due to procedural factors is a factor that likely contributed to the reported event and stretching of the coil. Additionally the residues of blood found in the concomitant devices may be an indication that inadequate maintenance of a continuous flush as outlined in the instructions for use may have contributed. Based on the analysis of the device, the cause of the reported event and damages found on the returned device could not be conclusively determined; however, neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Inspections are in place to prevent these kinds of damages from leaving from the facility. Procedural factors appear to have impacted the events. Therefore, no corrective actions will be taken at this time.

Event description:
Premature detachment: this unknown patient was undergoing coil embolization of a 6x5mm pcom aneurysm. After placing three coils in the aneurysm successfully, the physician started to implant the fourth coil via microcatheter, but he found it was difficult to advance the coil. He then changed to a new coil, but it was still difficult to advance the coil, as resistance was felt in the middle of microcatheter. The coil was then withdrawn, but it was found to be detached inside the microcatheter. The entire system was then withdrawn, and the microcatheter and coil exchanged for a new ones to successfully complete the procedure. There was no report of patient injury.